Manufacturer narrative:
The meter remote has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the meter remote displayed an error 1 with sub code 5 at random, and the message could not be cleared. The complaint was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may lead to a delay in treatment due to an inability to obtain blood glucose readings.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 6/28/2016 with the following findings: an error 1 sub code 5 alarm occurred immediately when powering on the meter. The pump and meter were not able to be paired to complete the required investigation due to the inability to clear the error 1 sub code 5 message.